Manufacturer narrative:
The reload, (plcr60b) was not returned. The concomitant device, (i60) into which the reload had been inserted was returned and analyzed. The device functioned appropriately during testing, firing a plcr60b with good staple formation. It should also be noted that during the procedure, two plcr60b had been successfully fired with good staple formation. This report concerns the third plcr60b.

Event description:
During an ileocolic anastomosis some of the staples in the plcr60b reload were not completely formed. The surgeon subsequently re-did the anastamosis.